Manufacturer narrative:
(B)(4). Medical product: unknown articular surface catalog # unknown lot # unknown; all poly patella catalog # 00597206529 lot # 61907319; nexgen distal femoral augment block catalog # 00599003410 lot # 61849909; nexgen stem extension straight catalog # 00598801012 lot # 61888188; nexgen femoral component catalog # 00599401492 lot # 61815382. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-03957. Product location is unknown.

Event description:
It was reported that the patient underwent a right knee revision arthroplasty due to failure of the screw holding the articular surface in place; the screw fractured in the tibial stem which also led to additional time taken to remove the stem.